Event description:
Device malfunction: none. Symptoms/ae: subarachnoid hemorrhage (hyperperfusion syndrome). Time of symptoms/ae: after procedure in 2006. It was reported that the pt experienced a subarachnoid hemorrhage 2 days post procedure, resulting in new hospitalization. The event was reported to be resolved 4 days later. The pt experienced a sudden onset of severe focal headache on the left side, worse than ever reported. Some neck stiffness and lightheadedness was reported; however, the pt did not loose consciousness. The headache abated on lying down. CT scan showed small focal subarachnoid hemorrhage over the covexity in the left frontal region in the premotor area and a probable small associated intraparenchymal bleed without mass effect. The neurologist's admitting impression was small intracranial hemorrhage and subarachnoid hemorrhage, closely related to stent placement and likely hyperperfusion syndrome. CT scan on the day after procedure showed subarachnoid heorrhage possibly with some associated cortical contusion at the left femoral convexity. No additional info was available.

Manufacturer narrative:
Study report.